Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump was not delivering insulin and the time was off. Customer's blood glucose level was 412 mg/dl. The customer corrected his blood glucose level with injections and the insulin pump. The self-test passed. The device was not returned.